Event description:
Prior to case, harmonic handpiece would not function. The harmonic generator was replaced and the cord was replaced twice. Handpiece still did not function. A new handpiece was brought in and functioned fine.